Event description:
A malfunction alarm was reported, with the issue persisting even after the pump was reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump and informed the customer on how to store and return the faulty device. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.